Event description:
It was reported that there was a rotation observed with a preloaded toric intraocular lens (iol) implanted in the patient's left eye. The following values were provided: subj. Sph +0.75 cylinder (cyl) -1.50 axe 30. Lens is at 57 degrees. Through follow-up we learned that the rotation was more than 10 degrees. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Model number, catalog number, expiration date, serial number: unknown/not provided. - explant date: not applicable, lens remains implanted. Telephone number:(B)(6). Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.